Event description:
Ventilator stopped working with error message "device alert, no ventilation, safety valve open". Dates of use: 2009. Diagnosis: pedi ICU patient. Event abated after use stopped: yes.